Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in retracted position. The lead tip and helix appear intact and undamaged. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgement.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted, and was later revised, as the lead had dislodged the day it was implanted. The dislodgement was confirmed via chest x-ray. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.